Event description:
Customer reported, she experienced high blood glucose over 400 mg/dl; treated with a manual injection. Customer stated she received some no delivery alarms. She changed the infusion set and reservoir and did not notice any bent cannulas. No troubleshoot performed as it is a past event. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.